Manufacturer narrative:
The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(\4).

Event description:
It was reported that the patient was implanted an arcos stem, continuum shell, continuum neutral liner and biolox ceramic head on unknown date and patient underwent revision surgery on (B)(6) 2017 due to multiple dislocations.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2017-05742.